Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unk). It was also reported the pump was swapped out and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.